Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during embolization of collateral tumor, this coil detached pre-maturely and did not come out of the sheath. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the concerto implant coil was found detached from the pushwire and was found located in the distal portion of the introducer sheath. The concerto coil pushwire was not returned. In addition, the implant coil was found to be inverted within the introducer sheath. The implant coil appeared to be damaged and had lost its original shape. The introducer sheath was flushed, and subsequently, the proximal end of the implant coil was pushed out from the introducer sheath with difficulty. The implant coil was found to be covered in dried blood and /or contrast. The detach element was found to be bent. No other anomalies were found. The concerto coil was returned for evaluation without its pushwire; therefore, any contributing factors from the concerto coil pushwire could not be assessed. It is likely that the stuck condition of the implant coil within the introducer sheath led to the detachment of the implant coil from its pushwire. The bend in the detach element is evidence that the pushwire was likely encountering resistance as the customer attempted to push the concerto coil through the introducer sheath. It¿s possible that the concerto implant coil became damaged during the initial hydration process. Additionally, it is possible that the concerto coil was inadvertently inverted and became covered with blood during the reported second attempt at hydrating the concerto coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could p ossibly break. Gently remove and discard both the catheter and coil." Precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.